Event description:
It was reported that during the farapulse pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that physician was able to use the faradrive without issue for transseptal using versacross connect, pre mapping using a pentaray catheter. The valve started leaking when the physician reintroduced the pentaray mapping catheter to create a map of the right atrium after leaving the left atrium. The leak was a fluid leak, and no air was seen going in the sheath when aspirating. The leak was a small drip from the valve and did not bother the physician's workflow. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulse field ablation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that physician was able to use the faradrive without issue for transseptal using versacross connect, pre mapping using a pentaray catheter. The valve started leaking when the physician reintroduced the pentaray mapping catheter to create a map of the right atrium after leaving the left atrium. The leak was a fluid leak, and no air was seen going in the sheath when aspirating. The leak was a small drip from the valve and did not bother the physician's workflow. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.